Manufacturer narrative:
The device was returned to olympus for inspection. The device investigation found a watertight defect and charged coupled device flooding. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the malfunctions identified these were newly confirmed during the inspection of the device by the repair department. It is assumed that these reported malfunctions occurred due to flooding due to cable stress boot damage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited watertight defect and charged coupled device flooding. There was no patient involvement.